Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold, fiasp insulin with the pump, and not removing residual air. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide, that insulin should be at room temperature, and to remove any residual air from the cartridge. Customer changed cartridge and infusion set to address the issue. There was no adverse impact to the customer¿s blood glucose level.